Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture following the observation of noisy signals on the associated device. No additional adverse patient effects were reported. This lead has not been returned for analysis. This report will be updated if the lead is received.